Event description:
It was reported that the patient had a loss of therapeutic effect and had increased baseline pain. The patient was having ¿very, very bad issues¿ related to the device. The patient was considering having the device removed. The patient had been told the stimulator would last 10-15 years. He was never told she would have a ¿big package¿ for recharging the battery and felt like he had been talked into having it. Since the patient¿s other option was surgery, he had the device done and it worked fine. The patient was in chronic pain and couldn¿t sleep, didn¿t want to eat and could hardly work. The patient worked in construction and turned the stimulator on at 4:30 am for work and would get home at 6 or 7 pm and the ¿charger is half done¿. In order for the patient to have a full charge, he had to sit down for hours charging it. Since implant, the stimulator had been ¿tweaked up.¿ when it was working, after 12 hours of it on, the stimulation got on his nerves, but he handled it. The healthcare provider (hcp) further reported that there was a 50% or greater symptom reduction. It was reported that the recharger was involved in the reported event. It was noted that the cause of the event was determined and it was device related. The healthcare provider (hcp) reported that it was unknown if the recharging frequency matched the patient¿s settings or if the patient trained and able to demonstrate effective recharging. However, it was further noted that the patient could recharge normally and was receiving effective therapy. The patient¿s device was in continuous mode. It was noted that the patient had complained before that the device didn¿t give the same effect like before the car accident and it took a lot of time to charge the device. No troubleshooting was done on (B)(6) to mitigate or resolve the event. The patient was supposed to call the company and a manufacturer¿s representative (rep) was supposed to be checking the device. The patient had not recovered and symptoms/issues were still ongoing. It was noted the patient was on additional medication for pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. (B)(4).